Manufacturer narrative:
B1 (ae occured), h1 changed "malfunction" to "serious injury".

Manufacturer narrative:
B1 (no ae occurred).

Event description:
It was reported that the cartridge was leaking from the septum and that a cartridge change error occurred. Customer loaded a new cartridge to address the issues. Customer reported an elevated blood glucose level of 550 mg/dl. Customer addressed the bg with a correction injection of insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.